Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were just returning from the doctor's office, where they were diagnosed with an infection at the manufacturer's unit site. The patient stated there was pus and blood where the implant was located and that they were on a 10-day course of antibiotics. They were instructed to go to the emergency room if the condition worsens. Patient noticed the infection maybe 4 or 5 days ago because they lie in bed a lot. The patient also have some questions about making adjustments to the device and continues to experience urinary incontinence, including bedwetting. The patient asked if they should continue making adjustments. Agent reviewed the information and redirected the patient to their healthcare provider (hcp). The patient stated they have already increased the stimulation twice. The issue was not resolved through troubleshooting, and the patient was redirected to their hcp for further assistance.